Manufacturer narrative:
H.6. Investigation: bd received 1000 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® edta 2k had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "there was a draw volume issue. Several tubes didn't draw enough volume of blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® edta 2k had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "there was a draw volume issue. Several tubes didn't draw enough volume of blood."